Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was provided with assistance for resetting the pump, and a replacement was arranged by technical support as the pump had previously shown recurring issues. The caller planned to contact a healthcare professional for backup insulin delivery, as they did not currently have a backup available.